Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The customer did not retain the product lot information for this constellation procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. The used returned sample was evaluated and surgical residue was observed throughout the cassette and drain bag. The cassette was tested on a calibrated console and failed to prime, generating system message. The received signal amplitude value was found to be nonconforming; this issue will prevent the cassette from completing calibration successfully and further normal operation of the cassette. As a result, irrigation operation could not be evaluated based on the returned condition of the cassette. The root cause of the customer's complaint could not be determined conclusively. Since there was no lot information retained, we were unable to perform a device history record review for the returned sample. After an investigation of this complaint, it has been determined that no action will be taken at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that irrigation could not be performed during a procedure. The product was replaced and procedure completed with no patient harm.